Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left stryker knee. Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Event description:
It was reported that patient went to the doctor and during the examination was told that x-rays showed that she had a spot in the knee. Further testing concluded that the knee implant was falling apart and that the patient needed a spacer and a new bottom plate. Patient had revision surgery on (B)(6) 2010.

Manufacturer narrative:
An event regarding revision of a scorpio tibial baseplate due to loosening involving a scorpio femoral component was reported. No deficiency of the femoral component was alleged. Review of the provided medical records indicated the femoral component was not removed during the revision surgery. The revision operative report states "tibial component noted to be grossly loose and undersized." There is no indication the subject femoral component influenced the reported event. The following new product was added to the complaint after the initial medwatch was submitted. Cat. No.: 72-15-0310n scorpioflex total knee ps, lot code: 1yvzw. Cat. No.: 7115-0003n series 7000 standard tibia, lot code: t05w570. Cat. No.: b000-0240n md. Universal cement restrictor, lot code: 6m7148. Cat. No.: 73-20-0510n scorpio m-dome x3 patella, lot code: z781. Cat. No.: 6197-9-001n simplex p with tobramycin 1 pack, lot code: mc0013.

Event description:
It was reported that patient went to the doctor and during the examination was told that x-rays showed that she had a spot in the knee. Further testing concluded that the knee implant was falling apart and that the patient needed a spacer and a new bottom plate. Patient had revision surgery on (B)(6), 2010.

Event description:
It was reported that patient went to the doctor and during the examination was told that x-rays showed that she had a spot in the knee. Further testing concluded that the knee implant was falling apart and that the patient needed a spacer and a new bottom plate. Patient had revision surgery on (B)(6) 2010.

Manufacturer narrative:
The exact cause of the event could not be determined with the limited information available at the time of evaluation. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, the investigation results will be submitted in a supplemental report